Event description:
The hospital noticed that the neurons were kinked prior to opening the package. This MDR is associated with MDR 3005168196-2010-00185.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remediation action taken as per penumbra (B)(4) 2010 update to the FDA warning letter dated december 31, 2009.